Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins). It was reported that they've been having issues with the recharge process in the last couple of weeks. The recharge cord gets hot at both the induction coil and the inline block. Along with this, the controller reports that it is recharging but doesn't provide a status (poor, good, or excellent). This comes and goes during the recharge cycle, which usually results in a minimal recharge of the implant and a depletion of the battery on the controller. The cord does not have any noticeable damage to it nor the connection on the controller. They were asked to contact patient services directly. No patient symptoms reported. No further complications reported/anticipated. Additional information was received from the patient. It was reported that the recharging antenna had an issue. The circumstances that led to the issue was everyday use. A replacement antenna was sent. The issue was resolved. No further complications were reported. Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that recharger relay box and paddle were getting hot. The patient was also having trouble charging the implantable neurostimulator (ins). The patient reported that the recharger was getting heated on the middle and round part. It could burn his back if he leaves it on too long. He noted that the controller would show its charging but there was no indication that the recharging quality and the controller battery would deplete. The patient was getting the passive recharge mode screen. A replacement recharger was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Continuation of d10: product ID 97755 ,serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed there was a recharge antenna failure, confirmed get warm where cable goes into coil and does not show recharge quality. It was just blank. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.